Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. What was the reason for the tension? Can more information be provided on the observations of the anvil through the bowel? Was the tissue thin? Was there a disruption in the staple line? Were there any issues noted with staple formation? If so, please describe the shape and location. Was the staple line visualized endoscopically? Was the patient diverted due to issues experienced with the device or were there other contributing tissue factors? Please explain. What is the current status of the patient?

Event description:
It was reported that during a sigmoid resection, after the scope bubbles were found in the anastomosis. The surgeon over sewed to address the leak on the anterior side. After over sewing the bubbles were not present. The surgeon elected to divert the patient as a precaution. It was noted that the tension that had to be applied was such that the surgeon could see the blue anvil through the bowel. It was also noted that the green bar was in the proper position.